Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported foreign matter. Event description: black precipitate in the plastic syringe tip. Lab analyzed the sample, and the ftir spectra found the best match to be polypropylene(suggested to be charred or discolored plastic). We got the following info from our analysis lab. Microscopic examination shows numerous dark particles up to 580um in length fully embedded in the plastic of the syringe.

Manufacturer narrative:
(B)(4) follow up. A report was received indicating the presence of black precipitate within the tip of a plastic syringe. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were provided and reviewed by the quality team. The first image depicts a syringe barrel containing a dark-colored speck, while the second image shows a foreign material under high magnification. No additional information could be obtained from the photographs. Based on the visual evidence, it is possible that the observed speck originated during the molding process. Embedded degraded resin may occur intermittently or during startup of the injection molding process. This degraded material can detach and become incorporated into molded components. A device history record (DHR) review was completed for material number 301031, lot 4058353. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported condition has been confirmed.